Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 19303046, model/catalog description: artisan lead 50 cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.